Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels ranging between 200-400mg/dl. The contact delivered a correction bolus, changed all pump supplies and programmed an increased temporary basal insulin rate for 24 hours. The contact believed that the high bg levels were caused by the customer's allergies. Recommendation was made to consult with a health care provider to discuss diabetes management.